Manufacturer narrative:
Device evaluation of batteries sn (B)(4) and sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the batteries were unable to power on a monitor or charge. Upon evaluation, the batteries' cells were mismatched and unable to charge. The root cause of the defective cells was unable to be positively identified. Battery sn (B)(4) mfg. Date: 11/14/2015, battery sn (B)(4) mfg. Date: 07/11/2015. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patien's battery packs were causing battery faults when inserted into the battery charger.